Event description:
Tip of wire became entangled in a stent during interventional radiology procedure for internal carotid artery dissection. Intentionally torqued by the physician to separate from tip after gentle manipulation failed to release tip from stent.